Event description:
Meter was giving inaccurately high results. The patient had received a result of 212 mg/dl. However, during troubleshooting, the meter would not turn on and therefore, the inaccuracy troubleshooting could not be complete. It was verified that the patient was using the correct test strips and the batteries were installed correctly. The batteries were last installed less than a year ago. Patient was asked to press the power button. The meter did not turn on. Patient was taken to the hospital, but was not given any treatment there. Patient did not experience any symptoms at the time of concern. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product malfunction. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the patient.